Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter serial number (B)(4) that could potentially affect the interpretation of results. The customer stated that there are segments missing in the display field and that the display is not clear to read. The customer stated that this issue has been ongoing for 4 - 5 weeks. Therefore the date of the event is only an approximation. The customer tried exchanging the batteries but the issue remained. The customer's therapeutic range is 2 - 2.5 inr. There is no allegation of an adverse event. The customer's meter has been returned. The investigation is currently ongoing.